Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). The report has been identified as b. Braun medical internal report# (B)(4). The actual device will not be received; however photos of the defective product are available and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.

Event description:
As reported by the facility: the customer reported that the nurse successfully performed peripheral IV start on patient but when removing needle from catheter, safety mechanism did not engage. No patient injury was reported.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). One (1) photo of the failed device was received; however, based on the evaluation of the photo, the manufacture was unable to determine the cause of the incident. Multiple unsuccessful attempts were made to obtain the sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn from the photo. Hence, the complaint is assessed to be not judgeable. A historical review of the complaint database identified no adverse trends for product code 4253574-02 or lot number involved. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection.